Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer addressed the occlusion alarms by straightening out the infusion set tubing and resuming insulin deliveries. Blood glucose level was 221 mg/dl.